Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the pump powered on with the returned battery cap to a dim discolored display. The battery cap was able to fully tighten and the battery compartment was found to be intact. Multiple low battery warnings and multiple replace battery alarms were observed in the black box. There was evidence of excessive battery usage / short battery life observed in the black box. The current draws were not within specifications. The pump case was removed for further investigation, and there was evidence of moisture contamination inside the pump. When contaminated areas were disconnected, current levels returned to within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that replace battery warnings had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.